Event description:
(B)(6) study. It was reported that the patient experienced rise in troponin c. In (B)(6) 2018, the patient presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending up to the mid lad with 90% stenosis and was 35mm long, with a reference vessel diameter of 4mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 28mm and 4.00 x 12mm promus premier stents. Post dilatation was performed with 0% residual stenosis. One day post index procedure, the patient was noted with rise in troponin c. No action was taken to treat the event. At the time of reporting, the event was considered not recovered/not resolved. The following day, the patient was discharged on aspirin and clopidogrel.